Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that that the device was frozen and would not move. The device also failed pretests for check of free movement and general condition. The assignable root cause was traced to component failure due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Patient identifier: (B)(6). UDI: (B)(4). Concomitant device: cutter device, lepmin commercial house device, motor device, therapy date: (B)(6) 2020. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a total knee joint replacement surgical procedure, it was observed that the saw attachment device locked and started to overheat after a distal cut of the tibia. According to the reporter, the saw device was noted to be working fine during testing and when used for the distal cut if the tibia. It was reported that the device was tested with other couplings and worked correctly, however it was observed to have static. It was reported that the user moved the internal couplings of the attachment device using a clamp and then proceeded to connect to the motor device. The device functioned however, when cutting the femur the cutter device remained static and did not oscillate. There was a fifteen minute delay while trying to fix the saw device, but with no success. It was reported that a spare device was used to complete the procedure successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.